Event description:
Patient with mic-key feeding tube. Uses enteralite infinity -ei- enteral pump delivery set. On two unk dates, and on the date specified above, the tip of the barbed red adapter from the ei delivery set broke off in her feeding tube. The patient did not report the above until approx 11/09/2007, after she received an alert letter from fairview home infusion.